Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the most likely cause of the reported event was user error. It was reported that the intravascular deployment occurred while the physician was instructing the technician on how to deploy the device. It is unknown if an occlusion occurred. The root cause of the event could not be determined. A review of the lhr was not possible as the lot number was not provided. Di and pi numbers are unknown as the part number and lot number were not provided.

Event description:
The following information was reported: the medical doctor was instructing the technician on how to deploy the device, there was an intra-arterial deployment. No further information is available at this time.